Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator had a leakage from o2 hose. Our field service engineer (fse) investigated the ventilator on site. Fse could not reproduce any failures. Further inspection revealed that the o2 hose connected to the ventilator was a non getinge o2 hose. In addition, during the visit the pm kit was replaced and also the expiratory cassette membrane. This concerns the gas supply outside the ventilator. The gas supply pressure is checked during pre-use check. If the o2 gas supply fails during ventilation, low o2 levels to the patient may follow and alarms will be raised if set alarm limits are violated.

Event description:
It was reported that the ventilator had a leakage from o2 hose. There was no patient harm. Manufacturer's ref #: (B)(4).